Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010. The field service engineer (fse) replaced the red blood cell aperture housing and bath. The fse executed a fifteen sample verification assessment which yielded acceptable results. Upon completion of the necessary and verified repairs the instrument was returned back into service. The root cause for the erroneous test result is unknown. The root cause of the reporting of the erroneous results is use error. There were instrument generated flags and messages to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.

Event description:
The customer reported that on (B)(6) 2010 erroneously high platelet (plt) results were generated on a coulter lh 500 hematology analyzer for a single patient sample. The instrument generated a review (r) flag in conjunction with the initial plt result. The erroneous initial plt result was autoverified and reported outside of the laboratory, however there was no death, serious injury or affect to patient treatment associated or attributed to this event. The specimen was repeated four additional times on the same instrument. The repeat plt results were lower, and for three of the four repeat results possessed no instrument generated review flag. The first repeat plt result was lower but also possessed an instrument generated review flag. The customer performed a manual plt estimate on one of the four repeat results and also repeated the sample on a reference instrument. The result on the reference instrument concurred with the repeat results on the original instrument. The reference instrument plt result was considered valid and a corrected report was issued based upon this result. Instrument controls were run before and after this event and recovered within assay limits. Sample collection/handling information was not provided by the customer.